Event description:
It was reported that approximately 2 months after surgery with infuse bone graft pt had a fall at home. At two month post op offce visit, pt complained of severe back and thigh pain and was given oxycontin. X-rays taken were normal. Sed rate was 3. Wbc was 5. MRI showed two large fluid collections at l4-l5 causing stenosis at the level. Approximately 2 1/2 months post op, needle aspiration was performed with 20cc collected from right side and 15cc collected from left side. The fluid was reportedly "blood that had not clotted" with "no appearance of infection." Three months post op symptoms have resolved and x-rays show progression in fusion. It is unknown if the infuse bone graft contributed to the reported event.